Event description:
A us distributor contacted zoll to report that a patient developed a burn like rash on his back. Patient was advised to use neosporin by a physician. Follow up indicated that the irritation is improving.